Event description:
Admitted with pain to the right knee. Multiple/previous revisions. Right knee shows rotational deformity and complete dissociation of the tibial component and periprosthetic fracture of the proximal tibia.